Event description:
It was reported that the customer experienced low blood glucose level but the insulin pump did not alert the customer. The customer was not wearing the sensor and did not want to wear them. Information was provided. The customer did not know the exact value of the low blood glucose but stated that it was so bad they were unable to talk at the time and they were concerned about increasing the blood glucose level. The customer stated that they will use their old insulin pump. Assistance was provided. At the time of the phone call the customer's blood glucose was 204 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.